Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional, and no product issue was identified.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the joint of the vessel sealer extend (vse) instrument was not working properly. The vse was inserted and would not correct. No fragment fell into the patient. The customer used a backup instrument. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event date was verified as 08/14/2024. The initial reporter was unable to provide any additional information about the reported event.